Manufacturer narrative:
The case involved the repair of a large rotator cuff tear with orthadapt bioimplant. The physician indicated that panacryl anchors and transosseous tunnels were used to fixate the 4x5cm orthadapt bioimplant. In addition, running suture (which is not the preferred method) was used to fixate the bioimplant with the tissue underneath on the posterior and the anterior margins. The surgeon also noted that the deltoid muscle was tenuous prior to the repair. During the explant surgery, the rotator cuff was ruptured in a longitudinal direction. An approximately 4cm x 2.5cm remnant of the bioimplant was found to be still intact at the humeral head. Based on the provided information and surgeon's opinion, fixation failure and poor native tissue are the likely causes of the event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
Pt developed swelling 10 weeks post large rotator cuff tear repair with orthadapt bioimplant. Fluid drained from the site appeared to be clear synovial. Two weeks later, exploratory surgery revealed white shredded tissue and fluid drained from the incision site, torn graft, ruptured deltoid and re-ruptured cuff tendon. The bioimplant was explanted at that time.